Event description:
Vacuum biopsy left breast. Bruising and open wound since. Still bleeding every day. Ruin clothes and sheets. So, embarrassing. Postbiopsy a top hat shaped marker clip was deployed at the biopsy site. Can I provide images showing? I had another mammogram 2024 and showed staff in imaging center. Surprised but did nothing. No diagnosis, treatment, nothing. Sometimes it leaks and sometimes not very much. Bruising is constant.